Manufacturer narrative:
Date of event is estimated.

Event description:
Ipg has become depleted and is no longer operable. No further intervention is planned at this time.

Manufacturer narrative:
Ipg is no longer reportable due to the device meeting normal longevity requirements.

Event description:
Based on the information provided, the record is not reportable due to the device meeting normal longevity requirements.

Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator¿ was reported to abbott. The ipg was explanted and replaced due to depletion. Patient has effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.